Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately high compared to his feelings/normal results and another device. The medical surveillance specialist (mss) spoke with the patient on (B) (6) 2010, and obtained the following information. The patient reported that the alleged issue began on the early morning of (B) (6) 2010. The patient stated that he normally tests in the "low to mid 100 mg/dl" range; however, on (B) (6) 2010, he obtained alleged inaccurate high blood glucose readings in the high 200 to 300 mg/dl range. At 5:27pm that evening, before his dinner, the patient claimed he obtained a result of "298 mg/dl" with the subject meter. The patient stated he is on an insulin pump, and in response to the reading and estimated carbohydrate intake, he bolused an unspecified amount of novolog insulin. After eating his supper, the patient stated he began to feel lightheaded and dizzy; symptoms he associated with a low glucose. At the onset of symptoms, the patient confirmed he tested his blood glucose and obtained a result of "328 mg/dl" with the subject meter. The patient denied taking any action regarding his diabetes management at the time of the reading. Approximately 1 1/2 hours later, when still not feeling well, he retested his blood glucose and obtained a result of "278 mg/dl." The patient reported administering an additional shot of novolog insulin (amount unk) based on the result and then went to sleep. At 11:06pm, the patient stated he woke up from his sleep, retested and obtained a result of "369 mg/dl." The patient denied taking any action in response to the reading. The patient reported at midnight his wife found him sweating profusely and in incoherent state. She immediately contacted emergency services. When ems arrived, they tested the patient's blood glucose and obtained a result of "30 mg/dl." The patient claimed he was treated with IV glucose and taken to the emergency room. The patient stated that he felt better by the time he arrived to the emergency room. While in the ER, the patient stated that his blood glucose was tested and obtained readings of "369 mg/dl" with the subject meter and "136 mg/dl" on the hospital meter, performed a couple of minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30%. Despite feeling better after being treated with IV glucose, the patient reported that he was hospitalized for approximately 4 days. The patient stated during ER visit, they ran tests and found an issue with his kidney(s). The patient was not able to provide a diagnosis; however, claimed he was treated with IV fluids during his stay. At the time of troubleshooting, the cca noted that the patient did not have test strips to run a control solution test. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly was treated for severe hypoglycemia by an hcp after the alleged issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.